Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose levels were 2.4 mmol/l to 2.2 mmol/l. The customer wanted to turn on the suspend on low feature and did not want to turn on auto mode. The insulin pump will not be returned for analysis.